Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing air bubbles. Customer reported that air bubbles began when leaving insulin to get to room temperature. Customer reported that instructions that came with insulin was to keep insulin refrigerated. Customer wanted to verify directions from previous representative who advised to keep insulin at room temperature. Current representative assured customer that insulin could be kept refrigerated but allow to become room temperature prior to using. Customer would call healthcare professional to verify information.